Event description:
It was reported that a patient underwent surgery on (B)(6) 2015 when two (2) zipfix ties and a sternal plate were placed in the middle of the patient¿s sternum. Patient returned on (B)(6) 2015 due to an infection and a mass surrounding the upper portion of the sternum. Upon cutting the ziptie a bunch of puss oozed out where the tie was wrapped around the sternum. No other puss came out on the lower ziptie, plate or sternal cable wire on the bottom of the sternum. It seemingly only came out on the upper portion ziptie. Patient¿s surgical removal was a success and is not on a wound vacuum-assisted closure (vac) plan to follow up. This complaint involves seven (7) devices ¿ two (2) zipfix implants / ties; one (1) plate, and four (4) screws. This is report 4 of 7 for (B)(4).

Manufacturer narrative:
Additional narrative: corrected data: medical record #: (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per information received on july 23, 2015, pathology reports indicated that there was mold present on the zipfix ties.

Manufacturer narrative:
Date of event initially reported as jul 10, 2015 in error; the date of the event should have been reported as unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.